Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer experienced hyperglycemia or hypoglycemia from the legal firm of seeger weiss. The information was received on september 23, 2019. The devices will not be returned for analysis.